Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Reportedly, the customer gave themselves a manual injection to address the high bgs. It was reported that the insulin gauge was inaccurate and was static. Customer reverted to an alternate method for insulin therapy.